Event description:
I use dexcom 7 cgm - continuous glucose monitor. They fail consistently and I do not have blood sugar readings available, which leads to sever hypoglycemia. This happens repeatedly. When I call the company, their only solution is to change sensors. They have no solutions available.